Manufacturer narrative:
H6: investigation summary: customer reported false positive results on a bd bactec fx top instrument (p/n441385, s/n (B)(6)) in drawer a. No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and found blower motor coupler had stripped out and the blower motor was spinning without spinning the blower. So replaced blower motor coupler and reset the thermal switch. After replacing the blower motor coupler and resetting the thermal switch, the drawer heated normally and worked properly without any issues and handed over tot the customer for use. This is a confirmed failure of a bd product.bd quality will continue to closely monitor for trends associated with this failure. Bd quality did not receive any returned materials for review. Review of device history record for pf2881 was completed and revealed that instrument passed all inspection tests and was released in good condition. Service history for pf2881 was reviewed and revealed no previous complaint for false positives . The root cause was due to faulty blower motor coupler. CAPA 2660061 was initiated to address these failures. H3 other text: see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 13 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. "It was reported that false positives drawer a. Customer problem: false positives in drawer a. Since 2:30pm, 13 vials have gone positive all in the first 4 rows. They moved other vials from those rows. Gram stain verified results were false. No results were reported."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 13 false positive results were obtained by the laboratory personnel. A gram stain was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. "It was reported that false positives drawer (B)(6). Customer problem: false positives in drawer (B)(6). Since 2:30pm, 13 vials have gone positive all in the first 4 rows. They moved other vials from those rows. Gram stain verified results were false. No results were reported."